Event description:
I read in an article published by nbc6 online that you are collecting information concerning the amo complete moisture plus multi-purpose solution that was recalled (copy enclosed). Enclosed please find the solution together with the contact lenses that I was wearing, which caused my eyes to get irritated. I do not wear contact lenses on a regular basis due to a condition that I have called "dry eye." However, every time I had used my contact lenses for quite a while, they would get irritated and red for days on end. Finally, sometime in may, I was out of town on vacation and wore my contacts for three or four days in a row, which caused my eyes to get really bad--super red with a burning sensation. When I came back from the trip, I went to my regular eye doctor; my condition was so bad that she referred me to a specialist at bascom palmer. I enclosed a copy of the medical records from my visit to the specialist for your review as well. Please feel free to contact me if you have any questions that I might be able to answer to help your research concerning the amo solution. Thank you very much for looking further into this matter; it was really a big scare. See scanned pages